Manufacturer narrative:
.

Event description:
The manufacturer's representative reported the patient experienced withdrawal symptoms. A pump rotor study was performed and showed no movement. The patient is currently being monitored, but is reportedly doing "fine". There is no pump explant scheduled at this time. The patient's was filed saline and the patient is not on oral medications. Additional information has been requested, but was not available at the time of this report.